Event description:
A colleague pump was found to have been reported to the biomedical department for a failure code 814:01. This was found during pump's inspection in the biomedical department and no injury was reported associated with this pump by the facility.